Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that there were no known external factors and the cause was not determined for what may have caused or contributed to the issues. The patient went home and has not been able to charge. They won¿t be back in town until the end of november. Rep did suggest they call patient services to troubleshoot. Issue is not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). Rep working with patient (pt) in office today due to issues with recharging. They are seeing message of no device found but earlier today pt was able to get excellent coupling when they were with pa but ins battery was in the red at that time. Rep was already on their 3rd prm with location numbers in the 95/96 range. Rep started 4th prm. Reviewed typical troubleshooting for the rtm and controller but issue today seem possibly low battery. 4th prm was unsuccessful, technical services (ts) reviewed steps to disable/re-enable the ins. This allowed for them to see excellent coupling but ins is still in the red. Ts reviewed that pt needs to sit or lay and charge this ins until the battery starts taking a charge. For the past two weeks pt has been trying to charge both at home and work but is either charging while sleeping or working and moving around. Caller states that ins has been constantly in the red. Ts reviewed with rep that if possible try another rtm to see if anything changes, consider checking position of the ins in the pocket to determine if position has changed in the pocket. Rep indicated that ins feels a little deeper on the lower side. They are going to keep trying as pt needs to go now.